Event description:
On (B)(6) 2024 they had the device implanted which went well, but as soon as the procedure was done and once the patient was out of sedation they were pain. They then were hospitalization, and then it did end up getting removed, so the hospitalization was due to the device. They were not sure how the device could have caused the pain, but they didn't have that issue. They had a successful trial.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient was hospitalized after experiencing a new right side leg pain that was not present before the device was implanted. The patient received medication and physical therapy and experienced some relief before regressing. The patient had the system removed when the pain couldn't be controlled. The issue was resolved. It was further stated by the healthcare provider that the symptoms started immediately post operation. The healthcare provider speculated that either the insertion of the leads or the final lead placement irritated a nerve root.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date product ID 977a260 (serial: (B)(6) ; product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.